Event description:
An ophthalmic surgeon reported that the basic laser probes (valved or not) were flexible and curved and during the surgery, the probe got blocked while entering into the trocar, and while removing the probe, the flexible part of the probe applied a friction to the trocar. Per surgeon, this friction was strong enough to take the trocar off in some cases. In these cases, a second sclerectomy had to be performed for instruments to go back in the eye. More specially, endoillumination probes, the probe was wider, and in some cases it might remain blocked at the halfway point in the valved trocar, and surgeon could not access to treatment area. The surgeon also informed that if surgeon forces there was a risk of touching the lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).